Event description:
The recipient reportedly elected explant surgery due to lack of benefit. The recipient was a non-user of the device. The recipient's device was explanted. The recipient will not be reimplanted. The recipient is doing well.

Manufacturer narrative:
The external visual inspection revealed that the electrode was severed prior to receipt, as well as a damaged fantail. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed severed electrode wires at the epoxy header region. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical tests performed. The device passed the tests performed. This is the final report.